Event description:
Consultant reported during two (2) separate tfn procedures, drill stop did not stop when it hit the cannula. Surgeon is able to use with careful observation. There was no harm to the pts. This is the 2nd occurrence for the two complaint events. This is 2 of 2 reports.

Manufacturer narrative:
(B)(4): a review of synthes device history records for lot 5638320 revealed the drill stop was machined by isimac machine company. The drill stop was made to the synthes process sheet. The results of the manufacturing evaluation showed the drill stop, part number 357.405, lot number 5638320 material of the housing and the button were confirmed to be correct. Functional testing was performed and the drill stop passed the functional test. The instrument conformed to dimensional specifications at the time of manufacturing and passed functional testing at synthes incoming inspection. Based on the specifications at the time of the original manufacturing, the unknown root cause, and the evaluation performed by synthes, this complaint is deemed invalid from a manufacturing position.

Event description:
This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(4).

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.